Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial#: (B)(4) description: linear st lead, 50cm model#: sc-4319 lot#: 21148815 description: clik x MRI anchor

Event description:
A report was received that the patients leads moved up three vertebral body as the anchors did not hold them in place. The patient underwent a revision procedure wherein the lead and clik anchor were replaced. The physician suspected device malfunction. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4) device evaluation indicated that clik anchors did not hold the leads in place were confirmed. Visual inspection revealed that leads were cleanly cut at both ends and only segments of approximately 19 cm were returned and the cables are exposed. The reported complaint states that MRI clik x anchors were used with regular leads. The clik x mir anchor is not suitable to use with non-avista leads. Sc-4319 device evaluation indicated that visual inspection revealed damaged over mold at setscrew side.

Event description:
A report was received that the patients leads moved up three vertebral body as the anchors did not hold them in place. The patient underwent a revision procedure wherein the lead and clik anchor were replaced. The physician suspected device malfunction. The patient was doing well postoperatively.